Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector and regreased the high voltage connectors. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying an overload fault. No patient injury was reported.